Manufacturer narrative:
Per the surgeon, the device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report filed march 8th, 2016.

Manufacturer narrative:
This report filed january 28th, 2016. Device not received by manufacturer.

Event description:
Per the clinic the device was explanted in (B)(6) 2016 (specific date not reported), due to improper placement of the electrode array. The patient was reimplanted with a new device (date not reported).